Manufacturer narrative:
(B)(4). Evaluation: results and conclusion: (incorrect stent sizing).

Event description:
A complete se iliac peripheral stent system, length 20mm, diameter 9mm, was used to treat an iliac ostium lesion in a pt. It was reported that, on deployment, the stent jumped past the lesion into the aorta. The diameter of the vessel at the deployment site was reported as 9mm. There was no calcification or tortuosity present. The complete se stent was pulled back with a balloon but part of the stent stayed at the ostium of the iliac and aorta. Two additional stents were implanted. One stent overlapped the intended deployment site and a second was placed at the aorta parallel to the initial stent. As per the complete se iliac instructions for use, the minimum to maximum reference vessel diameter in which a 9mm product should be used is 7.6-8.5mm. The pt was well post procedure and no clinical sequelae have been reported.